Manufacturer narrative:
Device evaluation: two samples of smiths medical cadd cassette reservoir were returned for analysis in a used condition. Visual inspection was performed under normal lighting in order to detect any damage and no damage could be detected. It was noted that no leakage was detected on any part of the gripper. During analysis, the samples were connected to the cadd legacy plus and a balance mettler toledo to look for unusual function. Both units passed the rest and no problem was found. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that under delivery was noted when the patient was using the cadd cassette reservoirs - flow stop. There were no adverse events reported.